Event description:
Per the clinic, the patient experienced poor performance with the device resulting in device non-use. Reprogramming attempts were made, however, the issue could not be resolved. It is unknown whether there are plans to explant the device and to reimplant the patient with another device. The implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with another device. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4): implanted device remains.